Event description:
Two devices (part number cev633-1a and cev605g) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev605g (lot number 110301) - manufacturing date: march 2011. The device (part number cev633-1a) was evaluated and indicated that the electrode was in short circuit. The palette coating was damaged and the pins were slightly bent. Very likely excessive abrasion on the coating resulted in the observed short circuit. Cev605g was evaluated and indicated that the returned instrument blades are blunt. The blades were blunt after use and need to be sharpened. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).